Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) malfunctioned with noise appearing on the entire display screen. There were no patient harm or injury was reported.